Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where no information to specify deviation from IFU (instructions for use) was found. No culture test results were provided by the user/customer. The device was isolated after the positive culture result was confirmed and was no longer being used for treatment or diagnosis. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: sep 03, 2024, sampling from: distal end, cfu (colony forming units): 0 cfu/ml, bacterial identification: n/a; sampling date: sep 03, 2024, sampling from: forceps and suction channel, cfu (colony forming units): 0 cfu/ml, bacterial identification: n/a; sampling date: sep 03, 2024, sampling from: air/water channel, cfu (colony forming units): 0 cfu/ml, bacterial identification: n/a; sampling date: sep 03, 2024, sampling from: auxiliary water channel, cfu (colony forming units): 0 cfu/ml, bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU (instructions for use): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.